Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a prostyle device after a percutaneous transluminal coronary angioplasty (ptca) interventional procedure using a 6f sheath. Reportedly, when the prostyle device was attempted to be removed from the patient after deployment, the device was difficult to remove. It was noted that the suture was hooked in the o-ring of the device. The device was able to be removed by "pulling harder". The suture of the prostyle was used successfully to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿difficult to remove¿ was not confirmed due to the conditions of the device. The reported ¿it was noted that the suture was hooked in the o-ring of the device¿ indicates a likely contributor to the difficulty to remove the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. In this case, it is likely the suture still in the o-ring contributed to the difficulty in removing the device. The difficulty in removing the suture from the o-ring is related to the circumstance of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.